Event description:
It was reported that the device had delivered four inappropriate shocks on (B) (6) 2009 due to apparent noise sensed on the rv lead. Biotronik rep was able to see the noise on the real-time iegm. The lead and the device were replaced with a linox and lumax 540, respectively, on (B) (6) 2009. It is unk whether the kentrox lead was explanted or capped. On (B) (6) 2009 - per (B) (4), this lead was capped on (B) (6) 2009.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.